Manufacturer narrative:
Additional information was received that this compliant is no longer reportable due to this is already addressed in (B)(4). Also, the air fcv was stuck closed which does not cause insufficient ventilation. Hence this would not be reportable.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.